Event description:
Both physician and pt reported this event to conceptus. Physician reports that a pt developed a rash and itching shortly after the essure procedure - about 2-3 days. Pt was asked several times regarding any allergies she may have, especially metal allergies, which she denied. After several weeks the pt remembered that she could not wear "cheap jewelery" as a child and reported this to the physician. The pt was referred to an allergist where a formal nickel allergy test was performed, which returned a positive allergy to nickel. Upon learning the results, patient requested removal, which was performed via hysterectomy. Pt's symptoms resolved following surgery. Physician is unsure whether nickel allergy to micro-inserts caused pt's symptoms, but he could not identify any other reasons for her symptoms.

Manufacturer narrative:
(B)(4).